Manufacturer narrative:
Investigation is on-going so follow-up reporting to this MDR will be provided to FDA upon completion.

Event description:
In the prescription dose dialog, lgp displays a measure called "equivalent tmr classic prescription dose" (etcpd). According to the manual, the aim of providing tmr classic comparisons is "to find the dose prescription using convolution which gives approximately the same shot times and total beam-on time, given that the tmr classic dose algorithm provides the clinically proven dose prescription." As explained in the manual, the etcpd is only a rough estimate based on a single point measurement. Also, it uses different output factors than the tmr classic algorithm in previous releases. The etcpd is also displayed when the user has selected the tmr10 algorithm. However analysis has shown that tmr10 dose prescriptions are in fact better approximations of original dose prescriptions obtained with lgk b/c/4c than the etcpd, so in this case the value of etcpd is not clear. As a consequence, there is a risk that the user may interpret the instructions in the manual too literally, and adjust the tmr10 dose description to obtain an etcpd that matches previous clinical prescriptions, which in turn could lead to a prescription dose that deviates a few percent from the intended dose.